Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient felt their arm was moving involuntarily and that there was a metallic taste in their mouth. This only happened when using their cell phone with bluetooth enabled. They could not verify if there was a device issue, but since the patient was very distressed, they opted for removal. The patient has not been scheduled for explant yet.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was found during follow-up to have low impedance values at 75 ohms on contacts 8 and 9, and a missing boot on the right extension that could not be located on a cat scan. The patient was reprogrammed so that those electrodes are not being used. The healthcare provider inquired whether the missing boot may be contributing to the impedance issue and whether the patient could safely undergo magnetic resonance imaging (MRI) or elective cardioversion in the future with the low impedance values. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B5. Upon further review, it was determined that the additional information received was related to the event reported in manufacturer report #3004209178-2025-15164 and have already been reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient had their explant last night.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received confirming that the physician was able to program around the low impedance electrodes and there was no longer a cause for concern for them as the question of cardioversion was answered.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext serial# unknown product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was distressed by their symptoms enough that they will undergo explant in the next few months.